Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that due to impedance issues the right ventricular (rv) lead was explanted the day post implanted. A new lead was implanted. No adverse patient effects were reported. The lead was expected to be returned, however, at this time it has not been received. No further information was available from the field.